Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not voiding at all, but leaks and wears a pad all day. Additionally, the patient indicated that they did not have a sense of urgency, but feels something in their bladder that tells them they are leaking. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.